Event description:
Interval worsening of pain and and tenderness in the left medial knee joint and anserine bursa [arthralgia aggravated]. Case narrative: this case is cross-referenced with cases (B)(4) (same patient, multiple devices). Initial information received on 21-oct-2019 from united states regarding an unsolicited valid legal serious case from a lawyer. This case involves a 76 years old female patient who experienced interval worsening of pain and tenderness in the left medial knee joint and anserine bursa, when she was treated with medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history included fall in (B)(6) 2011, high cholesterol, cardiovascular edema, vitamin d deficiency, arthritis, toe joint pain, left, d & c surgery in 1996 and poor circulation. The patient's family history included stroke and hypertension (mother). At the time of the event, the patient had ongoing chronic knee pain and stiffness, chronic hypertension, advanced tricompartmental osteoarthritis. Patient never smoked and was a nondrinker. Patient had chronic left knee pain and stiffness, progressively worsening, started after a fall 5 years ago. Patient had history of 2 previous pregnancies. Patient did not use any drugs or caffeine. Patient had no known drug allergies. Concomitant medications included ergocalciferol; diclofenac (voltaren); naproxen; fish oil (fish oil concentrate); and cyanocobalamin (vitamin b-12). Upon examination on the day of injection ((B)(6) 2016), patient had significant left knee stiffness, had pain (dull), knee appeared boggy and patient had difficulty with range of motion; no swelling, edema, tenderness, palpitation or no warmth. On (B)(6) 2016, the patient started using synvisc one (hylan g-f 20, sodium hyaluronate), injection (dosage, frequency, lot - unk) primary osteoarthritis of left knee. Procedure was performed under sterile conditions with local anesthesia. Patient tolerated procedure well, no immediate complications noticed. On an unknown date, after unknown latency, patient had interval worsening of left knee pain and tenderness in the left medial knee joint and anserine bursa (which required intervention) and there was mild improvement with hylan g-f 20, sodium hyaluronate. On (B)(6) 2016, upon follow up visit, the patient had joint pain, joint stiffness and morning stiffness and was injected in the left medial knee joint with combination of depomedrol 60 mg and lidocaine 2cc. The patient was recommended regular diet and exercise regimen as tolerated. Action taken: not applicable. Corrective treatment: depomedrol for interval worsening of pain and tenderness in the left medial knee joint and anserine bursa. The patient outcome is reported as unknown for interval worsening of pain and tenderness in the left medial knee joint and anserine bursa. A product technical complaint was initiated on 15-nov-2019 for synvisc-one. Batch number: unknown global ptc number: (B)(4) the product lot number was not provided; therefore, a batch record review is not possible. Based on lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Final investigation complete date: 21-nov-2019 follow up information was received on 15-nov-2019 from other health professional. No new information was received. Additional information received on 21-nov-2019 from other healthcare professional. Investigation summary received and ptc results added. Text amended accordingly.

Event description:
Interval worsening of pain and tenderness in the left medial knee joint and anserine bursa [arthralgia aggravated] case narrative: this case is cross-referenced with cases (B)(4) (same patient, multiple devices). Initial information received on 21-oct-2019 from united states regarding an unsolicited valid legal serious case from a lawyer. This case involves a (B)(6) years old female patient who experienced interval worsening of pain and tenderness in the left medial knee joint and anserine bursa, when she was treated with medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history included fall in (B)(6) 2011, high cholesterol, cardiovascular edema, vitamin d deficiency, arthritis, toe joint pain, left, d & c surgery in 1996 and poor circulation. The patient's family history included stroke and hypertension (mother). At the time of the event, the patient had ongoing chronic knee pain and stiffness, chronic hypertension, advanced tricompartmental osteoarthritis. Patient never smoked and was a nondrinker. Patient had chronic left knee pain and stiffness, progressively worsening, started after a fall 5 years ago. Patient had history of 2 previous pregnancies. Patient did not use any drugs or caffeine. Patient had no known drug allergies. Concomitant medications included ergocalciferol; diclofenac (voltaren); naproxen; fish oil (fish oil concentrate); and cyanocobalamin (vitamin b-12). Upon examination on the day of injection ((B)(6) 2016), patient had significant left knee stiffness, had pain (dull), knee appeared boggy and patient had difficulty with range of motion; no swelling, edema, tenderness, palpitation or no warmth. On (B)(6) 2016, the patient started using synvisc one (hylan g-f 20, sodium hyaluronate), injection (dosage, frequency, lot - unk) primary osteoarthritis of left knee. Procedure was performed under sterile conditions with local anesthesia. Patient tolerated procedure well, no immediate complications noticed. On an unknown date, after unknown latency, patient had interval worsening of left knee pain and tenderness in the left medial knee joint and anserine bursa (which required intervention) and there was mild improvement with hylan g-f 20, sodium hyaluronate. On (B)(6) 2016, upon follow up visit, the patient had joint pain, joint stiffness and morning stiffness and was injected in the left medial knee joint with combination of depomedrol 60 mg and lidocaine 2cc. The patient was recommended regular diet and exercise regimen as tolerated. Action taken: not applicable. Corrective treatment: depomedrol for interval worsening of pain and tenderness in the left medial knee joint and anserine bursa. The patient outcome is reported as unknown for interval worsening of pain and tenderness in the left medial knee joint and anserine bursa. A product technical complaint was initiated and results were pending for the same.